Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead had fractured due to calcification and exhibited no capture. The lead was explanted.

Manufacturer narrative:
Concomitant medical products: c2tr01 implantable pulse generator, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance and low p-wave sensing. The ra lead was programmed off and remains in the patient. No patient complications have been reported as a result of this event.